Event description:
It was reported from ous that during the impaction process the tip fractured and separated from the impactor head during an orthopedic surgery. Surgery was completed successfully, and the event did not interfere with surgery. All pieces were returned to the head office after being sterilized and were replaced. No pieces fell into the surgical site. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event or patient.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Patient information was not provided. Visual evaluation (conducted with 7x or 10x optical) the fractured glenoid impactor tip appears consistent with abnormal or aggressive use. The damage to the impaction surface appears consistent with contacting another surgical instrument during use. The damage to the base of the mating feature appears consistent with a mating device (e.g. An impaction handle) contacting this surface during impaction. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the glenoid impactor tip has been in the field since 2013. Exactech is not aware of any other similar complaint reports involving this device since 2013. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot, which has been in the field since 2015. Therefore, this issue does not appear to be manufacturing-related. Corrective action is not required because the occurrence rate is " very low", and the risk is captured in the rmr. The broken device reported was likely the result of abnormal or aggressive use inconsistent with the intended use of this device. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. No pieces fell into the surgical site.